Event description:
New information received notes that the patient was stable and ambulatory during the clinic visit.

Event description:
It was reported that the patient experienced pain after receiving inappropriate high voltage therapy due to noise on the right ventricular lead. The patient was evaluated in-clinic and noise was reproducible during the patient's normal movement. There were no electrical issues with the lead and there were no other anomalies seen. At subsequent follow-up check, physician elected to continue monitoring the patient. Patient has not received any further shocks.